Manufacturer narrative:
The investigation has been completed. Data analysis showed the console repeatedly was unable to detect purge discs after a cassette change. The complaint description was accurate in the purge disc not detected but the "no alarms" described, was inaccurate as otherwise described in the complaint and seen in the logs. The console was tested and was missing the purge flag. The cause of the issue was a missing purge flag.

Event description:
The complainant reported that during prep, the pressure transducer of the automated impella controller (aic) did not detect the purge disc. There were no alarms. Therefore, the aic was exchanged and the same purge disc was inserted into another aic without issue and worked. There was no reported patient harm.